Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery dropped 95% to 5% after being connected to a power source. Subsequently, the pump shut off due to insufficient power. There was no reported impact to the customer's blood glucose level. Reportedly the customer would continue to use the pump for insulin therapy.